Event description:
It was reported to boston scientific corporation that a polyhesive patient return electrode was used during a radiofrequency ablation (rfa) procedure performed on (B)(6) 2012. According to the complainant, the grounding pads were mistakenly placed one below the other instead of one beside the other as prescribed in the dfu. A p3 error was observed after ten minutes of ablation in the patient's liver, but the procedure was not aborted. Subsequently, the patient received a 5cm-by-1.5cm second degree burn on her right thigh under the corresponding pad. The procedure was completed with this device; the duration of the entire procedure was 51:15 minutes (the second run was 35:33 minutes). It was reported that pad contact and skin conditions were monitored periodically throughout the procedure, and the complainant alleges no malfunction of the patient return electrode. The patient's condition at the conclusion of the procedure was reported to be stable. The patient was treated with burn ointment and observed following this event. Attempts to obtain additional information regarding this event have been unsuccessful to date; therefore, the reason for the improper pad placement could not be determined. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a polyhesive patient return electrode was used during a radiofrequency ablation (rfa) procedure performed on (B)(6), 2012. According to the complainant, the grounding pads were mistakenly placed one below the other instead of one beside the other as prescribed in the dfu. A p3 error was observed after ten minutes of ablation in the patient's liver, but the procedure was not aborted. Subsequently, the patient received a 5cm-by-1.5cm second degree burn on her right thigh under the corresponding pad. The procedure was completed with this device; the duration of the entire procedure was 51:15 minutes (the second run was 35:33 minutes). It was reported that pad contact and skin conditions were monitored periodically throughout the procedure, and the complainant alleges no malfunction of the patient return electrode. The patient's condition at the conclusion of the procedure was reported to be stable. The patient was treated with burn ointment and observed following this event. Attempts to obtain additional information regarding this event have been unsuccessful to date; therefore, the reason for the improper pad placement could not be determined. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. However, it was reported that the device was not used past its expiry date. (B)(4): no alleged malfunction of grounding pad. Improper grounding pad placement. The complainant indicated that the device was discarded and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information: it was confirmed that the physician was aware of the recommended pad configuration at the time of the procedure.